Event description:
Boston scientific received information that during an explant procedure for normal battery depletion, the physician experienced difficulty removing the pace sense portion of right ventricular (rv) lead from the device header. Upon visual inspection of the lead, the pace sense portion was noted to have insulation damage and a conductor fracture. Due to the damage, the physician surgically abandoned the pace sense portion. A new pace sense lead was successfully implanted with the new device. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.